Event description:
The father, on behalf of the end user, states that the end user tipped forward out of the device. The end user states that he does not use restraints when operating the device. The father of the end user states that he believes that the device becomes top-heavy when his son is operating the device. The father states the son has tipped out of the device several times and the incident has not been reported until now. The father states that the most recent incident came when the end user was traversing a curb in the forward position. The end user sought medical attention for other unrelated matters and had x-rays completed. The end user reports a broken ankle and a fractured ankle. The end user also reports scrapes to the arm and other areas of the body. The end user states that the back casters lift off the ground when he comes to a stop. The end user states that there were no other malfunctions and the chair operates normally following the incident.

Manufacturer narrative:
This device was originally mfg by the teftec corp. Next mobility has since acquired the assets of teftec and provides service and satisfies the warranty claims of the legacy devices per agreement with teftec. Next mobility now manufactures and markets the new production of the omegatrac. Next mobility continues to attempt to retrieve the device for further investigation.